Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3773 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch " 3fr "single" powerpicc inserted on "(B)(6) 2022" began leaking at hub where "clave" is needed to be removed and another #4fr powerpicc inserted PICC started leaking from hub where "clave" connected #3 fr provena powerpicc began leaking from hub where claves attaches line had to be removed and a #4fr powerpicc inserted." This report addresses the 3fr PICC.